Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of elastomeric devices underinfused medication to the patient. The expected therapy time was 48 hours; however, it was observed that half the medication remained within the device after the treatment time was complete. This was observed in patients who take serum therapy and intravenous antibiotic for 8 hours and the elastomer, all through the same peripheral route. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.